Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio iq meter was reading inaccurately erratic and displayed inaccurately high results when tested with control solution (cs). The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the meter inaccuracy began in (B)(6) 2016, alleging an inaccurate high control solution result. The reporter claimed obtaining a control solution result of ¿93 mg/dl¿ which fell above the specified control solution range printed on the test strip vial. The patient also reported that she obtained inaccurate blood glucose results of ¿192 and 169 mg/dl¿ on the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lfs¿ criteria for precision. The patient reported that he manages his diabetes with insulin (self-adjuster), and carried on with his normal diabetes management regimen in response to the alleged meter issue. 5 minutes after the meter issue began the patient alleges he developed symptoms of ¿unclear thinking, rapid heart rate and anxiety. He stated that no treatment was required in response to the symptoms. During troubleshooting the csr noted that the meter was set to the correct unit of measure, and the sample was taken from an approved site. It was noted that the patient had been using the wrong control solution. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed.